Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and route of administration was not reported) for the event of peritonitis. On an unreported date, the patient recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.